Manufacturer narrative:
Concomitant medical products: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The company representative (rep) reported that they performed troubleshooting on the lead. The patient was sitting on a chair and flipped over the upper body to the shoes. After reading with a clinician programmer, it was found that electrodes 0,2,3,4,5,7 had impedances over 40,000 ohms, high impedances. Just electrode 1 and 6 were working, impedances were around 1,200 ohms. When re-programming between electrode 1 and 6, the patient felt paresthesia in the left flank, but that was in the wrong place of the body. The implantable neurostimulator (ins) showed okay. The patient programmer (pp) was working okay: on/off, changed between 0-1.5v. The stimulation was put to off now, and the patient was having the same pain as before the implant. The patient was also taking pain medication now because of the programmed electrode configuration was 0-3, and that was out of working now. The rep further reported that the patient experienced electric shock wave, then lack of paresthesia from 0-10.5v. The patient had not been flipping in a chair a lot nor doing repetitive movements. The patient just sits on a chair to put on/off shoes (to prevent falling) once or twice a day. The patient did not report sudden or hard flips. Because of the patient's injury, she can't move fast, so the rep believed that she did not do activities that required excessive twisting or stretching. Additional information has been requested to find out what actions/interventions were taken to resolve the high impedance issue, if any surgical intervention was required, and the patient outcome. If additional information is received, a follow up report will be sent.

Event description:
The rep reported seven months later that the doctor initially told the patient to turn ¿off¿ the pain system and not to use it at all. The patient was put on strong painkillers. The patient did receive several or times for replacement of the lead, but the patient ¿did book of all the times.¿ the lead was explanted, but the date was unknown. It was unknown how the patient was doing.

Manufacturer narrative:
Concomitant products: product ID: 97714, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The rep additionally reported that the whole pain stimulation system was explanted because the patient did feel ¿a big unsatisfied pain-sensations.¿ the whole system, lead and ins, were explanted on (B)(6) 2016. The lead was maybe thrown away, but the clinic was keeping the ins. There is confusion in regards to the ins serial number, therefore, follow up was being performed to find out the correct serial number of the ins.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep further stated that the ins was replaced on (B)(6) 2016.